Manufacturer narrative:
Single pt. Disposable device was discard.

Event description:
During routine monitoring bruises on the patients back were noticed upon removal of the sensor after 4 days of monitoring. The attending clinician described the injury as moderate-severe bruising once edema decreased. This was a very sick, low birthweight infant. The record shows that the patient had previously laid on top of sensor, adding pressure, and a likely contributing factor.